Manufacturer narrative:
The hill-rom technician replaced the brake bearings, stiffener plate and brake/steer caster to repair the bed.

Event description:
Information received indicates the brake will not hold on the bed.